Event description:
Reporter noted posterior capsule tear occurred immediately on activation of phaco. Felt power was too high or too fast. Placed lens in sulcus; sutured wound to close. Pt required additional procedure by retinal surgeon. Additional sclerotomy, pars plana vitrectomy, and lensectomy completed. Requested review of system settings.